Event description:
Synovitis, temperature increased. Initial information was received on mar-2002 from an orthopedist in mexico regarding a patient with a history of moderate osteoarthritis, gonarthrosis and chemical synovitis. The physician reported the patient was treated with both intravenous (ceftazidime and amikacin) and oral (ciprofloxacin) antibiotics 6 days in feb-2002 for synovitis. The patient also received surgam (tiaprofenic acid), 300 mg, orally for 2 wks in feb-2002 for bilateral gonarthrosis. The patient received two synvisc injections into the left knee in 2002. In 03/2002, the patient experienced joint pain and joint swelling in the injected knee, and an increased local temperature. Synovial fluid was aspirated for analysis purposes in mar-2002. Results showed a negative culture, alkaline appearance, turbid fluid, the presence of cells, and glucose of 50 mg/dl. X-ray results showed gonarthrosis, grade I. The physician reported that a non-drug treatment was required for symptoms other than in the injected joint. No sequelae were reported. The physician reported the symptoms were injection related. Add'l info was rec'd on apr-2002 from the treating orthopedist in mexico who clarified and updated info that had been previously reported. This info stated that the pt had a 1-year history of mild osteoarthritis of the knee. The pt had previously rec'd viscosupplementation therapy and symptom treatment in the form of nsaid's. Concomitant medication during synvisc treatment included surgam (tiaprofenic acid), 300 mg/day. The pt rec'd two synvisc injection into the left knee in feb and mar-2002. After the second injection, the pt experienced synovitis which manifested as joint pain, joint swelling, a "limping walk", and phlogosis (inflammation). 9 days later, 20 mls of synovial fluid were collected for analysis. The laboratory results revealed a negative culture, alkaline appearance, turbid fluid, and the presence of cells (29,200 xmm3) which included 28,800 leucocytes and 400 erythrocytes, 80 mg/dl of glucose, 13.6 g/l protein, 4.0 mg/dl uric acid, and no observance of bateria. The physician reported symptom treatment was performed in 2002 in the form of arthrotomy and surgical lavage. No sequelae were noted. The physician reported the events were related to the injection. Although a lot number was not provided, quality assurance did a review of trend data from both facilities (canadian and u.s.) And the info did not identify any product trends that could potentially have been associated to a product complaint. All synvisc lots released met spec limits and the data showed normal variability. MFR's comment: upon further review of the add'l info rec'd for this case, the pt required surgical intervention, in the form or arthrotomy and surgical lavage, in order to prevent further injury to the injected knee joint. The possibility exists that the two injections of synvisc may have contributed to the adverse event and subsequent required intervention. Therefore, the info meets the MDR reportable criteria and is being submitted to the FDA. Mar-2002: arthrotomy and surgical lavage.